Manufacturer narrative:
The patient's death is reported in MFR number 2916596-2020-02757. Manufacturer's analysis conclusion: analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not conclusively be determined through this evaluation. The submitted log files contained data on (B)(6) 2020. The log files captured numerous transient and sustained low flow hazard alarms, particularly on (B)(6) 2020 between 08:43:17 and 11:13:10, during which the alarms were nearly continuous. Of note, the log files also captured numerous pi events which saturated the captured data. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The heartmate ii left ventricular assist system instruction for use explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow hazard alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the low flow alarms was not identified. They were believed to be a pump issue and a right heart cauterization was done on (B)(6) 2020 which revealed multiple conditions. Speed was set at 9600 rpm. The patient was treated with inotropes but refused a pump exchange. The site detailed the patient passed away. At the time of death, the low flow alarms never resolved. The site detailed the device was not a factor in the patient's death. The patient's controller was not upgrade with low flow software.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient experience low speed and low flow events on (B)(6) 2020. Log file analysis confirmed the events. No further information was reported.